Manufacturer narrative:
This product is not approved for use in USA; however a similar product # (B)(4), 510k approval #k042025 was cleared. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient undergoing a revision sacroiliac surgery. Levels implanted - t11-sacroiliac it was reported that at the time of implant removal reoperation due to breakage of rod of another company, it was confirmed that the screw head broke off. The screws were removed. The screw at the broken level was not touched and remained in the patient's body. All other screws at removable levels were explanted and replaced with another company's implants. This is the fifth surgery. The previous operation confirmed breakage of rod (rod from stryker), and the reoperation was performed with the purpose of replacing rod (new basic diameter: 6.0). As per the surgeon's judgment, the base of the l5 screw head on the right side was broken, and only the head was removed, leaving the screw as it was. Since the screw effect of the upper and lower vertebral bodies was good and it was long fusion, the risk of removing the screw was considered (such as pedicle fracture). The patient achieved solid fusion. Health damage in the patient was reported. There was no delay in overall procedure time. There patient symptoms or complications as a result of this event - lower back pain and right femoral neuralgia. There were no further complications reported or anticipated regarding the event.